Event description:
It was reported intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge and resuming insulin, and tandem technical support educated customer to change cartridge every 48 hours with reported insulin.